Event description:
This rv lead was implanted on (B)(6) 2001. A call to technical services on (B)(6) 2011 states that they are getting a check rv lead screen upon interrogation of device. Rep wanting to know what values would cause this screen to come up. Discussed less than 200 ohms greater than 2000 ohms for rv imp or amplitudes less than=3mv. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).